Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the tube and the distal end luer lock of a small volume intermate. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured march 10, 2015 - march 11, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of moisture, drug residue, and liquid located on the outer surface of the housing and the distal luer lock, indicating leakage had occurred. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.